Manufacturer narrative:
(B)(4). The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A gem microvascular anastomotic flow-coupler was implanted to monitor blood flow for a free flap procedure. Surgery was completed and the patient was taken to the floor. Post-operatively, flow-coupler blood flow signal was lost as the monitor ceased to function. The physician elected to take the patient back to the operating room to investigate the status of the anastomosis. The venous anastomosis was reviewed and everything was fine. The status of the patient is excellent. No additional information is available at this time.